Event description:
It was reported that the pt experienced withdrawal with increased pain. A catheter blockage was confirmed. The catheter was replaced. The previous catheter was not explanted. The pump contained morphine 50 mg/ml. The dose was decreased from 19.8 mg/day to 2.4 mg/day due to the withdrawal. No pt outcome was reported.

Manufacturer narrative:
Results code refers to the catheter.